Manufacturer narrative:
Based on the results of the completed investigation, the root cause of the reportable malfunction could not be specified. However, it is likely that the malfunction was due to usage stress, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During routine evaluation of the light source device, the scope socket was found to have loose connections. This issue resulted in intermittent functionality of the high intensity mode. There was no patient involved.